Event description:
Additional information was received indicating noise was oversensed which resulted in pacing inhibition. Less than two seconds of asystole was observed with the pacing inhibition. An invasive procedure was performed. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement. Noise was also observed. Lead measurements were within range when checked in clinic. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 55 millimeters (mm) from the terminal pin. The lead was in three segments and it appeared some portions of the lead may not have been returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.